Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall charger were not charging the pump battery. Customer's blood glucose was 202 mg/dl. Reportedly, customer obtained a new usb cable and wall charger. Although multiple attempts were made to follow up with the customer to confirm battery was charging with the new supplies, customer did not reply.